Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient started to have headaches after using the device for about a year while getting good pain relief. The patient was also going through a special program to reduce her medications, which have contributed to her hypersensitivity due to the years of medication. The device was reprogrammed multiple times, but the doctor decided to explant the device. There have been no reports of further complications regarding this event.